Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia/ (heavy menstrual bleeding)"), hypersensitivity ("rash/skin condition"), fibromyalgia ("fibromyalgia"), psychological trauma ("psych injury "), bladder disorder ("bladder problems"), fatigue ("fatigue"), migraine ("migraine"), rash ("rash/skin condition"), skin disorder ("skin condition") and urinary tract disorder ("urinary problem") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, menorrhagia, hypersensitivity, fibromyalgia, psychological trauma, bladder disorder, fatigue, migraine, weight increased, weight decreased, rash, skin disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, fatigue, fibromyalgia, hypersensitivity, menorrhagia, migraine, pelvic pain, psychological trauma, rash, skin disorder, urinary tract disorder, weight decreased and weight increased to be related to essure (ess205). The reporter commented: patient had received treatment for pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), rash/skin condition, fibromyalgia, psych injury, bladder problems, fatigue, migraine, weight gain and weight loss. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2007: essure confirmation test (unspecified): bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Reporter information updated. Patient demographic information updated. Product indication female sterilization updated. Lab data updated. Events: pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), rash/skin condition, fibromyalgia, psych injury related to essure? Yes, bladder problems, fatigue, migraine, weight gain, weight loss were newly added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.